Event description:
It was reported that prior to the start of a da vinci-assisted incisional hernia tapp surgical procedure after anesthesia, the instrument installed in the universal surgical manipulator (usm) moved unintuitively while the cannula was visibly disconnected. The movement was stopped and the cannula mounted. The procedure continued as usual. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the type of movement could not be described; it was a combination of lateral and vertical movement. The customer did not see the cannula pop out directly, only that the instrument was moved and the cannula was not docked during the movement. It was unusual in the sense that the instrument could be moved normally, even though the cannula was not docked. There was no injury to the patient as the issue was identified immediately. The problem was solved by redocking and has not reappeared since.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The observation of intuitive motion while the cannula was detached was documented and clinical territory associate (cta) will further observe and return as needed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The issue will be observed, and further actions will be taken if needed. The phone support details did not reveal any issues related to the customer reported event.